Event description:
It was reported by repair work order that the powerload was not locking the cot down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.